Manufacturer narrative:
Endoleak is listed in the IFU. Event is still under investigation.

Event description:
A (B)(6) pt, underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for endovascular repair and the procedure consisted of placement of a mainbody and two iliac leg grafts. The final confirmatory angiography showed possible type IV endoleak from between the third stent and the junction in the limb. The physician additionally ballooned using other MFR's balloon catheter, and the leak got better but still persisted. Act was 261. He decided to take a wait and see approach and completed the procedure. The pt's condition is unk as not provided by reporter. Add'l info provided on (B)(6) 2011: at the f/u, the physician confirmed that the leak was gone. The pt's condition is unk as not provided by reporter.